Manufacturer narrative:
This report is filed november 16th, 2015.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced pain at the implant site. Antibiotic treatment was administered (type and duration not reported), however; the issue could not be resolved. Subsequently, the device was explanted on (B)(6), 2015. Re-implantation is planned, however, has yet to take place as of the date of this report, (B)(6) 2015.